Manufacturer narrative:
Based on the results of the investigation, the reported event likely occurred due to fluid invasion; however, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the scope exhibited an e216 error and an intermittent image. There was no patient involvement.